Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the capsule was fully opened, and the end cap/screw gear snap fit was connected. Visual analysis showed the inner member shaft and spindle hub were intact with no evidence of damage. Damage was observed on the trigger of the dcs. Both tab 3 and tab 4 of the male actuator component were detached from the component. The detachment site of the tabs was jagged and uneven. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned to medtronic for analysis with both the handle components detached from the dcs, confirming the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The damage observed on the trigger does not indicate this damage occurred during the reported event. Therefore, this damage likely o ccurred after the reported event and prior to return for analysis. However, the source of this damage could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blue handle of the delivery catheter system (dcs) broke after about two turns while opening the capsule. There was no misload identified. The system was removed from the patient. The same valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.